Event description:
It was reported that during a procedure, the metallic distal tip was lost inside the patients shoulder.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure, the metallic distal tip was lost inside the patients shoulder.

Manufacturer narrative:
The product was not returned for investigation. Upon receipt of additional information, it was confirmed that the unit was discarded. Hence, the reported failure mode could not be confirmed. Review of the device history record of this lot disclosed no discrepancies that could contribute to this condition. Probable root causes for the reported condition can be associated, but are not limited to: assembly process and/or misuse. In sum, the product was returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.